Manufacturer narrative:
Pump received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Pump received with cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive and a button error alarm occurred on the insulin pump. Customer noted the issue when attempting to enter their blood glucose. Customer's blood glucose was 147 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.